Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and something else via an implanted pump. The reporter did not know the name of the second drug or the concentrations and doses of either. He stated that he had been on the same drugs for years. The indication for pump use was non-malignant pain. It was reported that on (B)(6) 2018 the patient¿s prior pump was replaced due to normal end of battery life. The patient noticed, about 2 weeks after implant of the new pump, that his stomach was red and tender and he just thought he was healing. The red and tender area was growing and at his last refill the doctor looked at the patient¿s stomach and told him he was allergic to something on this pump. The situation was being addressed by his doctor; the doctor was going to remove thepump. No further complications have been reported as a result of this event.